Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a faulty dermatome. Occurred at the beginning of the procedure. No harm, 3 minute delay. There was no additional graft. Investigation found the motor speed was unstable no adverse event was reported as a result of this malfunction.